Event description:
Dexcom was made aware on 05/21/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with itching, a rash, pimples, and scarring under the sensor patch which occurred an unspecified number of days after the sensor had been inserted into the arm. The skin was prepped with flonase topical spray prior to sensor insertion. The reaction area was treated with an otc hydrocortisone topical cream. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).